Event description:
Upon receipt of the device, the distributor reported that they bought nine cable assembly speed pot pumps and one of them failed before it was installed in the perfusion system. When it turns the axis, it felt a "jump" in the movement approximately in the middle of its path. There was no patient involvement.

Manufacturer narrative:
The reported complaint could not be confirmed. No product was received by the manufacturer for evaluation. The product has been determined to be lost during shipping back to the manufacturer. No additional action will be taken at this time.

Event description:
Additional information: clarification of the original complaint description: the speed potentiometer would not turn with consistent motion/resistance, and while turning it jumped (had decreased resistance) when it got to the half way point.